Manufacturer narrative:
The lot number was provided for 3 out of 8 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the 8 malfunctions. Therefore, the investigation of all the eight reported malfunctions were confirmed for the alleged filter perforation. The definitive root cause could not be determined based upon available information. The devices were labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicates the model 2120f vena cava filter allegedly experienced filter perforation .the report was received from various source. All the eight malfunctions were involved patient's with no known impact to the patient. Of the eight reported malfunctions, three were female and five were male; however, two female patients ages were reported and ranged from 69 to 92 years old and four male patients ages ranged from 59 to 85 years old. All the eight patients weight are not provided.